Event description:
It was reported that the customer passed away in a hospital. He was hospitalized on (B)(6) 2015. The official cause of death is still unknown. The caller stated that the customer vomited; his blood glucose was 500 mg/dl. He did not want to go to the emergency room. However, the caller took him there the next morning. The doctor had informed the spouse that the customer had heart attack, pneumonia, kidney failure, diabetes was out of control, heart, lung, and kidneys were shutting down. The customer had been sick for the past 2 years with different things; elevated potassium, had an infected wound in the foot that had cleared one weak prior to passing. He had edema in legs. The customer's blood glucose at the time of death was 500 mg/dl. The customer was not wearing the insulin pump at the time of death. The caller was unsure when the customer had taken it off; it might have been taken off by the customer, one day prior to his passing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.